Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 8 percent remaining over the course of approximately six months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 8 percent remaining over the course of approximately six months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received indicates the incorrect information was provided, and this patient did not pass away. The patient underwent a revision procedure, and this s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) appeared to be depleting prematurely, as the estimated remaining longevity decreased from 40 percent remaining to 8 percent remaining over the course of approximately six months. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information received indicates that this patient passed away. The cause of death was not related to the functionality of the device. Information received indicates the incorrect information was provided, and this patient did not pass away. The patient underwent a revision procedure, and this s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.